Event description:
It was reported that the patient had concerns about medical symptoms of diarrhea, feeling sick, and a hot face. It was also noted that the patient was immunosuppressed due to medications. The incision above the stimulator was hard and bumpy, with a hard, round spot about the size of a dime above the incision. The doctor told the patient not to worry. It was also reported that the patient experienced a temporary tingling down her legs post implant that went away. Additional information received reported extremely high blood pressure since implant, and a urinary tract infection a "few weeks" earliers, which was consistent with the time of the initial symptoms that were reported.

Manufacturer narrative:
Lead model 3889-28 lot #v792970 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial #(B)(4)